Event description:
As reported by our (B)(6) affiliate, post deployment of a 23mm sapien xt valve, the images revealed a rupture of the sinus of valsalva (sov). A thoracotomy was performed and the rupture was successfully repaired. As the bav balloon was inflated, the calcification on the non-coronary cusp (ncc) moved towards the sov and it appeared to be pushed out with great force. Post balloon aortic valvuloplasty (bav), there was no leak to left ventricle (lv) observed. The 23mm sapien xt was deployed with 1ml less than nominal volume. The calcification on the ncc was very hard and the stent of the sapien xt seemed to be bending while expanding. When pacing was turned off post deployment, the blood pressure rose to the 70¿s mmhg but dropped immediately. The angiography revealed a contrast leak from sov and the tee showed a pericardial effusion. Percutaneous cardiopulmonary support (pcps) was initiated and a thoracotomy was performed. When the pericardium was opened, blood burst out from the incision site. The bleeding source was the sov ¿at the upper of the valve stent¿ on the ncc side. The cine images showed that during deployment the upper part of the stent pushed on the calcification. The bleeding site was treated with compression and was sealed with bio-glue, and protamine was given. The patient was weaned off pcps and transferred to ICU in stable condition. The aortic annulus diameter was 20.5mm with moderate calcification on the ncc.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it appears that a piece of calcium on the ncc led to an aortic rupture during bav and valve deployment. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.